Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive. The patient noted the keypad rubber was peeling. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.